Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant medical products and therapy dates: 1x 04.016.038s / lot unk (multiloc phn ø9.5 r cann l160 tan); 1x 03.010.060 / unk lot (drill bit ø3.2 calibr l340 3flute f/03.0). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a surgery for right proximal humeral fracture on (B)(6) 2016. A surgeon put three multiloc screws into proximal holes. While inserting a distal lateral stopped screw, the surgeon drilled the proximal side hole but the screw interfered with the multiloc nail. He decided to address the hole later, and drilled another screw hole. The drilling penetrated inside cortex. After measurement, he inserted another screw. Then he drilled the proximal side hole again and this time they interfered a little however, was able to penetrated inside and the screw was inserted. Checking the side, the drilling was not off the targeted area. There is no information available about patient and surgical outcome. There was a surgical prolongation of 5 minutes reported. Please note: according to the description, the allegation is against the aiming devices as the screw/hole could not be placed as required. Therefore the aiming devices will be listed as part and the implants and the drill bit concomitant. This complaint involves 4 parts. Concomitant devices: 1x unk screw; 1x 04.016.038s / lot unk (multiloc phn ø9.5 r cann l160 tan); 1x 03.010.060 / unk lot (drill bit ø3.2 calibr l340 3flute f/03.0). This report is 4 of 4 for (B)(4).